Event description:
The external pulse generator was returned as a trade-in and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis the device failed incoming vxi testing, the failures were rerun 10 times and it passed, device intermittent operation was noted. It was further noted that the upper and lower cases and side bail covers were broken. (B)(4).